Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/ or lubrication. Stall due to shaft bearing, stall due to gear pinion. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that never recovery. During destructive analysis the technician found significant residue and shaft wear in the pinion, on the upper and lower shafts of the rotor magnet. Significant residue was seen in the teeth of gear 1, 2 and 3. Significant resistance was noticed while trying to turn gear wheels 3 after disassembling the motor. And significant residue was seen on gear three's o-ring located on the top bridge. Previously reported result no longer applicable.

Manufacturer narrative:
Concomitant product: product ID 8731, lot# unknown, product type catheter. (B)(4).

Event description:
A critical alarm was reported. A motor stall had occurred with no motor stall recovery. The motor stall was confirmed by telemetry. No root cause of the motor stall could be identified. The patient experienced under dose symptoms. Interventions included reprogramming, oral medication, hospitalization, and explant was planned. It was later reported no further troubleshooting was performed and no volume discrepancy noted at the previous refill. The pump was used to deliver morphine. Additional information later recieved indicated the device was explanted (B)(6) 2013.